Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient received a line blocked alarm. The infusion set was removed from the patient's abdominal area, and the cannula was found to be bent. A new infusion set was inserted at a different site, which resolved the line blocked alarm. The event involved a patient; however, no patient harm was reported.